Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician had device set up with three (3) channels on one side and one (1) channel on the other. The single channel had the message that the channel was not attached. When clinician reorganized the set up that include two (2) channels on each side, the disconnected channel worked without issue. There was patient involvement however no patient harm.

Event description:
It was reported clinician had device set up with three (3) channels on one side and one (1) channel on the other. The single channel had the message that the channel was not attached. When clinician reorganized the set up that include two (2) channels on each side, the disconnected channel worked without issue. There was patient involvement however no patient harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an channel disconnection error - event #2 was not determined because no products or device logs were returned.